Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited dislodgment during the push and pull test. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.